Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless connection between the base station and wireless footswitch was intermittently lost and the base station or footswitch remained in error mode. The philips remote service engineer (rse) confirmed with the problem with the wi-fi pedal. The battery indicator was green, and the wi-fi indicator was flashing red. The rse directed the customer removed the battery and put the battery back in the wireless pedal. The footswitch was returned to use in good working order after the battery was replaced the philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) the codes were updated based on the investigation outcome.

Event description:
It was reported that problem with the wi-fi pedal. The battery indicator was green and the wi-fi indicator was flashing red. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.